Manufacturer narrative:
The implant was returned and visually inspected. There were general signs of usage and evidence of remnant bone along the implant. Due to the condition of the interior of the implant, the screw fragment was not visible. The remainder portion of the screw was not returned. Device product or lot information for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. The dentist was unable to remove the broken screw, therefore the implant was removed and a bone graft/gbr was placed.